Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident. Customer¿s blood glucose level was 70 mg/dl at the time of call. Customer alleges insulin pump was over delivering because blood glucose level was dropping quickly , even though they were eating and not treating for the food eaten. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The device will not be returned for analysis.